Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's reservoir received air bubbles and because of that customer had high blood glucose level. Customer stated that air bubbles coming event after cleared it out. No harm requiring medical intervention was reported. The device will not be returned for analysis.